Manufacturer narrative:
The root cause of this complaint was not determined; information that is required to investigate the explanted devices could not be obtained.

Event description:
An 81-year-old female patient with an eleos distal femur replacement underwent a revision surgery on (B)(6) 2024. The primary surgery reportedly occurred in 2017, according to (B)(4), an onkos sales representative; additional information about the surgery or previously implanted eleos devices is unknown.